Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It¿s only one particular sz4 broach that is the issue. The post has been scratched/damaged (I guess from a calcar planer). The scratching on post has made it hard to attached and in attach from kincise broach adapter. Works better on curve broach handle. All other broaches in set work fine on kincise broach adapter

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the drill bit was broken into two pieces (tip and rest of instrument) that has been used multiple times. Sx 4 actis broach seemed to be getting caught in me adapter. It was difficult to connect and disconnect. A surgical delay of 1 minute was noted.